Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and placed on the tricuspid valve. While attempting to deploy the clip, the two ends the lock line (ll) were knotted together. To deploy the clip, the ll had to be cut. The clip was successfully deployed. An additional clip was then successfully deployed, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the lock line knot (material deformation) could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.